Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. The battery had moved and was tilting downwards which prevented charging. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient weight not available. Device remains in patient. This is a final report.